Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Unit was programmed with a basal rate and monitored three days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No possible under delivery anomaly noted. Device received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 485 mg/dl and current blood glucose was 421 mg/dl. The customer stated that, the insulin pump had no delivery but she keeps giving herself a bolus but it¿s not going down. Customer treated it with manual injection also. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears norma. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Performed displacement test which gave result as no reservoir detected. Assisted with performing the high pressure test which gave no delivery alarm went off at 4 units. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer advised to discontinue use of pump and revert to back up plan and advised if issue continues that we would have to review other alternatives. The device will be returned for analysis.